Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 185 mg/dl. In addition the customer had difficulty charging the pump with the usb cable. Reportedly, the customer used an alternate usb cable to charge the pump successfully. The customer had manual injections available as alternate insulin therapy.